Event description:
The customer called and requested assistance with programming the insulin pump. The customer became irritated with his boyfriend and her glucose level dropped to 58 mg/dl, then the paramedics were called. The customer stated that she ate and her glucose started to rise. The customer's blood glucose was 327 mg/dl, and the customer stated that she will do a correction with the insulin pump after changing the infusion set. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.